Manufacturer narrative:
User reported pad was adhered directly to skin on her back. Instructions state: "remove the paper from the adhesive backing to adhere the pad to clothing. Do not adhere the pad directly to the skin. Remove the pad immediately if it becomes too warm and uncomfortable." "Do not use on infants, on frostbitten or desensitized skin, while sleeping, on bruising or swelling that have occurred within the last 48 hours." "If not used correctly, high temperature burns may occur.: okamoto's testing of two pieces from the same package as well as eight retain samples from the same lot were tested and found acceptable based on the standard for temperature range, rise time and duration. While the company does not believe that the events described above constitute a 'serious injury' within the meaning of the regulation, the company has elected to submit this report.

Event description:
User adhered pad directly to skin on user's back. She slept with pad on for 5 hours and awoke to find burn blisters on the back.